Manufacturer narrative:
There was no patient involved with this concern. Three devices were returned and the lot numbers and associated device manufacture dates are as follows: device #1=lot# 110317=MFR date 03/17/2011; device#2=lot# 120313=MFR date 03/13/2012; device #3=lot# 120612=MFR date 06/12/2012. Three devices were returned to the manufacturer for analysis and all showed signs of physical damage. All three clamps had debris in the threads or were stripped in the middle of the travel. All three retainer rings were stretched allowing movement of the clamp face. The reported event was confirmed. The most likely cause was from over tightening. A summary of the findings was provided to the medtronic rep. The site chose not to replace the devices.

Event description:
A medtronic representative reported that they were having issues with the screws of the spine clamps becoming stripped and then frozen and unusable. The site is returning three clamps that are unusable because the screws cannot clamp down on the head and tighten the clamp properly. There was no patient involved with this concern.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.